Manufacturer narrative:
Correction: information in b6 not originally added, added system interrogated and impedance check to b6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported they received the implant because the pt was being attacked and sexually assaulted 2-3 times a month. Patient reported for the last year and half pt is having pelvic area vibration, pain and feeling hot between the rectum and vagina and it makes the pt feel nauseous. Patient stated they had met with rep for adjustment and went from group a to b, c. Patient stated the therapy helps and will turn off the therapy and monitor their body. Patient stated they turned off the therapy for a day and half and was still getting vibration really violently and gets hot. Patient stated it feels like someone is sticking them with broken glass, tiny pieces of glass stabbing and painful. Patient stated one time the vibrating got soo hard that their dog was sitting on their lap and jumped off.  The issue was not resolved. Patient stated they called the hcp office before calling ps and hcp office told the pt to call mdt to set up an appointment with rep. Patient initially called tss line and stated: pt was having bad vibrations in pelvic area, poking in spinal area, stimulator got hot to touch, stimulation was off. Pt was then warm-transferred to ps scs. On (B)(6) 2022 the rep reported the patient (pt) is scheduled to be seen at their hcp office on (B)(6) 2022. On (B)(6) 2022 the rep reported a system interrogation demonstrated lead connectivity and impedance check both good. The pt had 3 high density programs that they were using. Pt had them running at 4.1ma, 7.5 ma and 9.3 ma, respectively. The rep told the patient these amplitudes were much too high. Pt was given 3 new high density programs. Amplitudes were adjusted with the pt in the supine position. All three were set below 1.0 ma. The rep emphasized with the patient that these programs should not be increased to the previous levels. The rep reported the issue resolved, and told the pt to reach out if having additional issues with their system. Pt weight was unavailable. The information was confirmed with the hcp/account.